Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified high values when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer self-administered insulin (dose unknown) based on the unspecified high value and became hypoglycemic and was admitted to the hospital. The customer was treated with "fluids to bring his sugar levels up" for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported unspecified high values when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer self-administered insulin (dose unknown) based on the unspecified high value and became hypoglycemic and was admitted to the hospital. The customer was treated with "fluids to bring his sugar levels up" for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
Additional information: section h-4 (device mfg date) has been updated based on the returned product. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported unspecified high values when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer self-administered insulin (dose unknown) based on the unspecified high value and became hypoglycemic and was admitted to the hospital. The customer was treated with "fluids to bring his sugar levels up" for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.